Event description:
Feels like the pen needles are hesitating upon injecting. Has to apply extra force to get the pen needle to puncture skin.

Event description:
Feels like the pen needles are hesitating upon injecting. Has to apply extra force to get the pen needle to puncture skin.